Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00236 to provide the return sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection found that the urethane layer was missing at the distal end exposing the core wire. Magnifying inspection of the fracture cross-section of the urethane layer found that the urethane layer had been diminished toward the fracture. Electron microscopic inspection of the fracture cross-section of the urethane layer found some creases generated on the surface. These creases are known to appear on the surface of the urethane layer as a result of the urethane layer having been once stretched by a pulling force and then shrunk. Electron microscopic inspection of the fracture cross-section of the urethane layer found a ripple-like pattern flowing from the outside in the inside direction. The lubricity of the surface was evaluated by tactile feel on the undamaged segment and no catch was perceived. The outside diameter was measured along the total length and confirmed to meet manufacturing specifications. The distal end of the core wire was inspected under electron microscope and no anomalies were noted. The total length of the urethane layer on the actual sample was measured and approximately 3 mm in length of the urethane layer was missing. The outside diameter of the core wire was confirmed to be within manufacturing specifications. Simulation testing was conducted. A guidewire was inserted into a two-way stopcock and pulled out while the stop cock was being turned. The guidewire was cut. The cut cross-section was inspected under magnification. The surface of the cut cross-section was revealed to be in a similar state to that of the actual sample, with the generation of some ripple-like patterns flowing from the outside in the inside direction. The product code and lot number was not provided by the user facility, which prevented a meaningful review of production and complaint file records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation findings, it is likely that the actual sample was subjected to some external forces resulting in the partial fracture and separation of the urethane layer. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00236 to provide the return sample evaluation results.

Manufacturer narrative:
(B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
This report is being submitted in response to a user facility medwatch report that was received on 10/14/2015. The number of the report was not documented. The event description states the following: "terumo glidewire was being used in veins and graft during thrombolysis of a lue graft. When wire removed, noted that tip of wire was protruding from its hydrophilic coating by approximately 1/16". Wire kept sticking on wall of vessel and did not follow through the vessel as it is supposed to. Wire is supposed to be completely covered by hydrophilic coating." A medwatch report, no. Mw5056936 was also received from the FDA on 11/04/2015.